Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to fill the cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Reportedly, this issue occurred with multiple cartridges. Blood glucose level was 181 mg/dl. Reportedly, a cartridge was successfully loaded and insulin deliveries were resumed.